Event description:
A mother called for son to report an infection at the pod infusion site. She stated that when the pod was removed at the end of the 3 days wear, her son's stomach looked red and the site itself felt hard as if there was a build up under the skin. She also stated that the last hours before the pod was removed her son's bg was running in the 400's despite repeated boluses, so when she saw the site she suspected the insulin had pooled up under the skin. The morning after her son's bg had resolved and the red site looked better, however, when he returned home from school the infected site had doubled in size and redness. After seeing this she brought her son to the doctor where he was placed on antibiotics. Once that course was started the swelling went down. She will keep an eye on future infusion sites and will call back if this occurs again. When asked, she stated that the pod never alarmed and there seemed to be no indications of problems other than the elevated bg levels after the pod was removed. She no longer had pod, so no lot or sequence number could be noted nor could the pod be returned. No further information reported.

Manufacturer narrative:
The identifying information for the device was not available. No other evaluation is possible. No conclusion is possible. The product user guide instructs the user to wash their hands and use aseptic technique to prepare the infusion site before applying the pod. It also instructs them to "check infusion site at least once a day for signs of infection and to insure that the soft cannula is securely in place".